Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure the equipment preformed normally and placement appeared to progress according to standard procedures until attempts were made to place the capsule. It was reported that after pressing and rotating the plunger, the capsule did not release from the delivery device. With further manipulation, the capsule became dislodged from the esophageal wall, while still attached to the delivery device. This created a small mucosal defect resulting in bleeding. A hemostatic clip was placed and bleeding quickly resolved. The patient was discharged without further issues. The device is available for return. A repeat bravo procedure will not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.